Manufacturer narrative:
Based on the claim against the product by the customer, an investigation was completed to determine the cause of this reported event. An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The field service engineer found universal surgical manipulator (usm) 1 and 3 had the same mechanical damage and replaced the 2 universal surgical manipulators to resolve the issue. The system was tested and verified as ready for use. Isi received usm (sn# (B)(4) involved with this complaint to perform failure analysis (fa). Failure analysis was able to confirm/reproduce the customer reported problem the universal surgical manipulator was tested on an in-house system in normal mode and triggered no error upon start up, but the instruments would not engage due to the top plate being damaged. The unit was also tested on the psc fixture test platform (pfpt) and failed carriage switches radio frequency identifier device (rfid) test. The complaint regarding the universal surgical manipulator issue was confirmed based on failure analysis, which indicates that the device did contribute to the customer reported issue. The probable root cause of the universal surgical manipulator physical damage is mishandling/misuse. The probable root cause of the usm rfid is a component failure. Isi received usm (sn# (B)(4) involved with this complaint to perform failure analysis. Failure analysis was able to confirm/reproduce the physical damage during visual inspection. The universal surgical manipulator was tested on an in-house system in normal mode with no errors. Also, it was tested on a psc fixture test platform where it passed all required tests. The arm was fully inspected for any other additional physical damage; however, no additional physical damage was found. This complaint is considered a reportable event due to the following conclusion: a universal surgical manipulator was disabled after the start of the procedure and the surgeon was able to continue with the procedure robotically using 3 arms. While there was no harm or injury to the patient, the reported failure mode could likely cause or contribute to an adverse event if it were to recur. System unavailability after start of a surgical procedure could lead to the procedure to be converted/aborted and may lead to an injury due to the patient's inability to tolerate a conversion/abortion.

Event description:
It was reported that during a da vinci-assisted bladder augmentation surgical procedure, the instrument on the universal surgical manipulator (usm) was not being recognized. The nurse explained to the intuitive surgical, inc. (Isi) technical support engineer (tse) that universal surgical manipulator (usm) was damaged at the side of the instrument radio frequency identifier device (rfid) sensor. Before calling in, they already tried to use another sterile adapter (sa) and instrument to rule those out. The technical support engineer spoke to the surgeon, and the surgeon made the decision to use the system with 3 arms. The procedure was completing as planned with no reported injury. Intuitive surgical inc. (Isi) followed up with the customer to confirm that the system was checked before the procedure and no issues were noted.